Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor position encoder error alarm. Customer reported that insulin pump was exposed to MRI. Customer's blood glucose was 109 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms due to a corrupted history file. However, the insulin pump received was with normal operating currents and passed self-test, displacement test and off no power test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.